Event description:
It was reported the patient's left knee was revised. On (B)(6) 2023, it was discovered post-op that a right-sided femoral component was implanted into the patient's left knee. Patient was consented for revision but revision could not be performed until the next day. The femoral component and insert were revised (rep confirmed insert was only revised to allow access to the femoral component).

Manufacturer narrative:
Reported event: an event regarding incorrect implant selection/user error involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that during post-op, it was discovered that a right-sided femoral component was implanted into the patient's left knee, the patient was revised the next day. The reported event was not confirmed as the patient implant sheets were not provided. Although not confirmed, the event is considered to be the result of user error as no manufacturing-related product problem was found given the information provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.